Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage that had resistance in the phenom 27 microcatheter and failed to open in the middle segment. The patient undergoing a procedure for flow diversion aneurysm embolization to treat an unruptured amorphous left internal carotid artery (ica) aneurysm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered.  It was reported that the devices were prepared according to the instructions for use (IFU). The catheter was flushed per IFU. Resistance was felt when advancing the pipeline though the distal end of the phenom microcatheter. During deployment of the pipeline, the distal braid opened. However the middle section could not be opened which was positioned in a vessel bend. The middle of the pipeline appeared twisted in the phenom microcatheter. Less than 50% of the pipeline had been deployed when the failure to open occurred. The pipeline was resheathed 2 or less times. There were no additional steps or other devices tried to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Another manufacturer's device was then used to complete the procedure. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the doctor believe the resistance and failure of the pipeline vantage to open in this case may have been due to the patient's tortuous anatomy.